Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400675985. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported, air in line or downstream occlusion alarm complaint. From checklist, air in line. Used prime function to remove the air in the line and infusion restarted. Alarm reoccurs, used prime function again to remove the air in the line and restart infusion. Open door, remove and visualize tubing, tab the tubing section and observe for bubbles. No visible bubbles, reload the tubing and restart infusion. Alarm re-occurs.